Event description:
It was reported that the customer had intermittent elevated bg and went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 552 mg/dl; cause was unknown. Customer attempted to self treat gave a correction bolus and supplies changed to address bg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. No additional patient or event information was available. Recommendation was made to consult with a healthcare provider regarding diabetes management. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.